Manufacturer narrative:
Device evaluation: the gel stent was evaluated under magnification. The gel stent was observed to have no obstruction and a clear internal channel. The alleged complaint was not able to be replicated. The reported complaint against the xen gel stent was not confirmed. During investigation on the received implant it was observed that the implant was unobstructed and had a clear internal channel. The manufactured xen systems are 100% tested in-process and inspected during manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported xen®45 gts stopped draining in the right eye. The device has been explanted and replaced with another xen®45 gts.

Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts stopped draining in the right eye. The device has been explanted and replaced with another xen®45 gts.